Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20 january 2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door had faulty latch assembly. A field service engineer (fse) attempted to recover the storage space with the customer, but it was unsuccessful. The fse powered down the station, unlocked the tower, and removed the latch column. The faulty latch assembly was removed and replaced with a new one. The latch column was reinstalled, the auxiliary tower was locked, and the station was powered back up. Then customer recovered the storage space and verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door failed and had clicking sound. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.